Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Bottom portion of the brushhead fell off in mouth while brushing [devicebreakage]. No adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that on (B)(6) 2016 the bottom portion of the oral-b dual clean brushhead fell off in his or her mouth while brushing with an oral-b rechargeable toothbrush, version unknown. Scratch test revealed that it was a genuine oral-b brushhead. He or she stated that the brushhead had been in use for about 2 months, and this was not the first time that he or she had used these particular brushheads. No symptoms developed.